Event description:
Boston scientific received information that during a post operative follow up visit, the patient with this left ventricular lead experienced diaphragmatic stimulation. The device outputs were reprogrammed. All vectors were tested with stimulation in each vector. One day later, follow up revealed loss of left ventricular capture and the patient reported symptoms of nausea. The outputs were again reprogrammed, however this did not resolve the issue. Further threshold testing was performed and the physician was provided with the information. A decision was made to reposition this lead. Additional information was received. A revision was performed. Visual observation revealed this lead have moved slightly, although was within the same vessel. The lead was pulled further back and thresholds improved to 1.5v. This resolved the diaphragmatic stimulation at 10v in any vector. Post operatively, no further stimulation was reported and thresholds remained stable.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.